Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating when performing electrical safety checks, it was obtaining out-of-range values. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
A philips service engineer was unable to evaluate or repair the device; therefore, it could not be determined whether the unit failed to meet product specifications. The customer declined service and repair, and no work order was generated. As a result, the outcome of the service event is unknown, and no additional information will be obtained. The investigation concludes that no further action is required at this time. If the customer elects to have the device evaluated and repaired in the future, a new service order will be opened and addressed through philips¿ standard complaint handling process.

Manufacturer narrative:
The customer reported an electrical safety test error, noting that the equipment was producing excessively high humidity readings on the applied parts and on the ground. The customer is requesting repair of the device, which did not pass electrical safety testing during the preventive maintenance period. This investigation is still ongoing.